Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. A CT scan was done on a leaking sample which was segregated during production. After this scan additional tests were done on spike component and the concentricity of lower part of spike component caused molding deficit on one side of component. CAPA# (B)(4). Was initiated.

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter: drops developed faster than drug administration and administration was stopped. They destroyed drugs, because it was cyto. The third time this year that the same error has been reported. Customer now no longer wants to use the product as they have seen this to many times and have had to scrap cytostatics several times due to this error.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter: drops developed faster than drug administration and administration was stopped. They destroyed drugs, because it was cyto. The third time this year that the same error has been reported. Customer now no longer wants to use the product as they have seen this to many times and have had to scrap cytostatics several times due to this error.